Event description:
It was reported that the physician requested a review of stored episodes as the shock lead impedance for this right ventricular (rv) lead experienced a drop after the patient received six shocks for what appeared to be an atrial driven arrhythmia. Technical services (ts) discussed that shocking lead impedances can drop post shock therapy when calcification is present and would typically rise again over time. Additionally, it was noted that the shock lead impedance had been increasing gradually over time and exhibited a high out of range shock impedance measurement greater than 140 ohms during shock therapy. Ts recommended that if shock impedances rise again over 150 ohms a commanded shock should be performed to determine shock lead impedance with therapy. This right ventricular (rv) lead remains in service. No adverse patient effects were reported.